Manufacturer narrative:
¿08/27/2019 mjr ¿ supplemental report needed to address analysis. An event of implanting a valve which was too large was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, a smaller, 21mm, valve was successfully implanted.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm masters series valve was selected for implant. After being placed, the physician determined the valve was too large and exchanged it for a 21mm masters series valve (serial number: (B)(4)). No patient consequences were reported, but there was a clinically significant delay to surgery.